Event description:
Four hours post procedure, the patient was brought back to the lab and an angiogram was performed that revealed the stent had thrombosed. Re-intervention to de-lot the stent was performed with angiojet thrombectomy. The patient is stable.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.